Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl. Troubleshooting was performed. It was found that the customer has treated the high blood glucose event with the insulin pump and manual injection/insulin pen. It was found that the customer was using the pump within 48 hours of the reported event. No further patient complications were reported. The customer will continue to use the insulin pump and it will not be returned for analysis.